Manufacturer narrative:
Based on the information gathered it is concluded that the root cause of the investigated scenario is use error. The interviewee confirmed that no failure of the device was alleged, but the event was fully a result of patient's activities. The enterprise 5000x bed is compliant to standard iec 60601-2-52, which specifies the requirements for trapping zones within the bed. The latest certificate was issued on 21-oct-2021. The instructions for use for enterprise 5000x bed (746-577-en) includes the following information related to the entrapment hazards: "before operating the bed, make sure the patient is positioned correctly to avoid entrapment." "Entrapment hazards may exist when using a very soft mattress, even if it is the correct size." ¿when choosing bed and mattress combinations, it is important to consider the use of side rails based on clinical assessment of each individual patient and in line with local policy.¿ arjo device failed to meet its performance specification since the patient trapped her leg between the device parts. The device was used for a patient treatment when the event occurred. This complaint is deemed reportable due to allegation of entrapment of patient's limb between the side rail and the mattress.

Event description:
Following the information provided the patient's limb became entrapped between the bottom of the side rail and the mattress. On arrival of arjo representative to the hospital the nurse who was working on the day of the incident was on shift. The nurse demonstrated exactly what happened. The patient right hand safety side was in the up position and the patient managed to put her leg between the bottom of the side rail and the mattress surface. When the nurse came to the room and seeing the patient, the nurse went around to the other side of the bed frame and pulled the mattress to release it from under the patient's leg. Then the nurse managed to pull the patients leg out without incident or injury. Staff nurse explained that there was no fault with bed and the incident was down to patient. The arjo representative tested the bed and found no malfunction. Bed was put back into use. It was not possible to clarify what kind of mattress was used with the bed.